Event description:
A patient sample with an accu tni result of 0.77 ng/ml was reported verbally to an ER physician. Upon hearing the result, the medical staff immediately questioned the result. The test was repeated and an accu tni result of 0.01 ng/ml was obtained. Another sample was collected from the patient and an accu tni result of 0.01 ng/ml was obtained. An accu tni result of 0.01 ng/ml was reported. The customer is not aware of any treatment or change to patient treatment attributed to this event.